Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection, force test and magnetic sensor functionality of the returned device was performed following j&j medtech procedures. Visual analysis revealed reddish material presumably blood and a hole in the surface of the pebax with internal components exposed. The device was connected to the carto 3 system and was visualized and recognized correctly; no errors were observed. No magnetic issues were observed during the test. The icon was not jumping. The force feature of the device was evaluated and the force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. The reddish material and a hole in the surface of the pebax could be related to the magnetic issue, icon jumping and force issue reported by the customer, therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. In relation to the pebax damage, the instruction for use (IFU) contains the following warnings and precautions: the instruction for use (IFU) contains the following warnings and precautions: do not use excessive force to advance or withdraw the catheter when resistance is encountered. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. Prior to reinsertion, flush the tip to ensure that the irrigation holes are not plugged contraindicated. Do not use this catheter with a long sheath or short introducer < 8.5 f in order to avoid damage to the catheter shaft. Accordance with the force issue, the instructions for use (IFU) contain the following information: always zero the contact force reading following insertion of the catheter into the patient or when moving the catheter from one chamber of the heart to another. Ensure the catheter is not in contact with heart tissue prior to zeroing. Do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode, or damage the contact force sensor and affect measurement accuracy. Refer to the instructions for use for the carto¿ 3 system for instructions on how to zero the contact force reading. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. It was initially reported by the customer that during the operation, they encountered signal interference (noise), magnetic sensor error and a carto 3 error 402 & waggling icon on the carto 3 screen. A second device was used to complete the operation. There was no adverse event reported on patient. The customer's reported force, magnetic and jumping icon issues are not considered to be MDR reportable since the potential risk that these could cause or contribute to a serious injury or death to the operator or patient is remote. On 3-apr-2025, the bwi pal revealed that a visual inspection of the returned device found a hole in the pebax and a reddish material inside the pebax and internal components exposed. These findings were reviewed and assessed the issue of a ¿hole with internal parts exposed¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.